Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009 alleging that his one touch ultra easy meter was set to the incorrect unit of measurement (uom). A medical surveillance specialist (mss) sent follow up questions and obtained the following info: the pt has used the meter for five months in 2009 and has decreased his dosage of insulin on his own due to the results, he had obtained on the meter. The pt mentioned that since he decreased his insulin, he began to exhibit symptoms, a week ago, which included pain in the stomach, numbness in the hands and circulation problems. The pt had obtained a 10.5 mmol/l, 10.9 mmol/l, 14.6 mmol/l, 16.4 mmol/l and 17.9 mmol/l on his lfs meter. The pt went and visited his physician who performed a "gastric lavage"; however, the pt's pain continued. It is unk when he visited the physician at that time and whether his blood glucose was taken on the physician's meter. On event date at an unspecified time, the pt went to visit the physician because he had stomach pains, nausea, circulation problems and numbness in the hands and had a blood glucose reading over 350 mg/dl on the physician's meter and his hba1c result was 13%. The physician advised his to go to the hospital to received treatment. The pt denied that he received treatment in the hospital and claims that he was sent to a diabetes station and was given a consultation. No other diabetes treatment was given to him. He was admitted in the hospital for a week the same month. During his stay, his results were reportedly ranging from 120 - 150 mg/dl. His diagnosis on admission was hyperglycemia. The pt stated he only received diabetes consultation and no treatment in the hospital. The pt reportedly went in again to the hospital the following month, due to his diabetes. The pt denied that his regimen was changed in the hospital or that he was admitted. The meter is a locked meter and cannot switch to mg/dl. The meter has always been set to mmol/l. This is not the first time the meter is being used. The pt reportedly only realized on event date, that the meter was in mmol/l and he needed the meter to be in mg/dl. The product was replaced. There is no evidence that the meter malfunctioned since the meter is a locked meter and the meter has always been set to mmol/l and was never originally set to mg/dl. The complaint is being reported since the pt misinterpreted the readings in mmol/l and assumed they were reading in mg/dl and allegedly adjusted his insulin according to the blood glucose readings. He claimed he exhibited symptoms after decreasing his insulin and obtained a result over 300 mg/dl at the physician's office and was admitted in the hospital for hyperglycemia.